Manufacturer narrative:
(B)(4).

Event description:
It was reported that through merlin.net transmission, non-sustained rv oversensing due to post-paced t-wave oversensing was observed. Programming changes were made.